Event description:
It was reported by service report that the data cable was not completely connected. The customer could not determine if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: loose communication (data) cable.